Event description:
Device report from spain indicates a screw was touching a nerve root.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.